Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 and vaginal delivery. Concomitant products included clarithromycin (macrobid). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal infection ("vag. Infect"), urinary tract infection ("uti"), psychological trauma ("psychological or psychiatric problems / psych injury"), migraine ("migraines / headaches") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, psychological trauma, migraine, tooth disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): chlamydia test - on (B)(6) 2013: (B)(6), nuc. Acid amp: (B)(6). Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: successful blockage of fallopian tubes. Urine analysis - on (B)(6) 2014: positive blood, leukocytes. Concerning the injuries reported in this case, the following one in patient¿s medical record; confirming- uti . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: reporter information updated. Case became incident. Reporters information updated. Plaintiff's date of birth added. Previously reported event injury is replaced with new events: migration of essure device, gen. Abnormal bleed, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, uti, psychological or psychiatric problems, migraines / headache, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, vag. Infect, hormonal changes. Medical history, concomitant drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.